Event description:
The patient's hcp at the time of report allegedly said, the previous hcp overmedicated the patient for 14 years. The patient reportedly had the [first] pump placed in 1998, and they changed the medicine every month as the previous managing physician stated it would break down in the pump and needed to be refilled every month. Additional information was requested, but was not available at the time of report.

Event description:
It was reported the patient had present for about a year that had been getting worse. The reporter stated the patient¿s pain was the reason for the thoracic MRI today. Additional information received reported that during refills more medication was withdrawn from the pump than expected. The reporter stated they did not have exact numbers, but it sounded like only ¿five mls or so¿ had been dispensed between refills. It was noted the patient had increased pain about six months ago and their healthcare professional had been monitoring the situation since last summer. It was further noted the patient¿s pump had been ¿moving/flipping¿ in the pocket. It was noted that a pump flip was confirmed. The reporter stated the patient¿s hcp was able to flip the pump manually through the skin. It was noted that a catheter dye study had been attempted, but cerebrospinal fluid was not able to be aspirated, nor was dye able to be pushed. It was further noted the patient was scheduled for an MRI and a pump and catheter revision. The reporter stated the revision was scheduled before review of the MRI today. The reporter further stated upon review of the MRI an inflammatory mass/granuloma was found near the tip of the catheter. It was noted that a revision and removal was rescheduled based on the new information. It was noted the catheter and pump would be explanted and possibly replaced at a later date. It was further noted that the explant had not been scheduled yet. It was noted the patient status at the time of this report was alive with no injury. It was noted the patient had a return of pain symptoms. It was further noted the patient had been taking oral medications that they were able to do without when they were receiving effective pump therapy. The reporter stated there had been no neurological deficit noted at this time. The pump contained dilaudid, bupivacaine, and clonidine. Additional information received reported the granuloma was surgically removed on (B)(6) 2014. It was noted that five cm of the distal end of the catheter was cut and removed. It was further noted the remaining catheter and pump remained implanted and in service. The reporter stated the hcp may replace the catheter at a later date. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8703w, lot # l51804, implanted: (B)(6) 1998, product type catheter; product ID 8575, lot # j12468r, implanted: (B)(6) 2005, product type accessory; product ID 8703w, lot # l51804, implanted: (B)(6) 1998, product type catheter; product ID 8575, lot # j12468r, implanted: (B)(6) 2005, product type accessory. (B)(4).

Manufacturer narrative:
The patient's allegation that the their "energy was dying" and they had increased pain at the end of the month with all previous pumps, and the hcp's allegation that the previous hcp "overmedicated" the patient for 14 years were also included in separate reports. Refer to manufacturer report # 6000030-2014-00077 for the patient's first pump. Refer to manufacturer report # 6000030-2014-00078 for the patient's second pump. Refer to manufacturer report # 6000030-2014-00079 for the patient's third pump. Refer to manufacturer report 3007566237-2014-01683 for patient's fourth pump.

Manufacturer narrative:
Concomitant medical products: product ID 8703w, lot# l51804, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Product ID 8575, lot# j12468r, implanted: (B)(6) 2005, product type: accessory. Product ID 8703w, lot# l51804, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Product ID 8575, lot# j12468r, implanted: (B)(6) 2005, product type: accessory. (B)(4).

Event description:
Additional information received reported the volumes of the discrepancies were not determined as well as the cause of the flipped pump. No further actions had been planned or taken as of (B)(6) 2014. The patient's status was unknown to the device manufacturer representative however the representative planned to have a status update as they or one of their colleagues would be seeing the health ca re provider (hcp). There were no products to be returned. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had two MRI's to check after the surgery. It had been reportedly over 24 hours since the patient had an MRI and nobody checked the pump. The caller reportedly read online that the pump needed to be checked. It was additionally noted that after they removed the granuloma "last month" they started cutting the medication down. The patient's hcp reportedly thought the patient was getting too much medication. The patient reportedly had trouble with medication adjustments. The patient's hcp at the time of report stated that it did not have to be filled every month, but could be filled every 3 - 5 months. The patient was reportedly not getting any benefits from the pump. The patient was reportedly in constant pain. The pain reportedly started when the medication was decreased by over half "last month" after removing the granuloma. It was reported that the pump had helped the patient in the past. It was noted that towards the end of the month, the patient's energy was dying and the pain level increased towards the end of the month. It was noted that when they would fill the pump, the patient would be back to normal with in 24 hours. The patient had reportedly been on pain medication since 1975.